Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were not feeling well and experienced hyperglycemia with blood glucose level of 500 mg/dl. Troubleshooting was declined. It was unknown if the auto mode was active during the reported event. The device will not be returned for analysis.